Event description:
The customer reported the system would not produce x-rays. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a blown fuse in the 24 volt power supply. The system operates as intended.